Event description:
It was reported that this inflatable penile prosthesis (ipp) started pushing outwards due to extreme scarring from a long history of priapism and sickle cell anemia of the patient. Visible bulges of cylinders and tubing were noted prior to removing the device. Cylinders seemed very palpable through the skin, rising concerns for the physician about the risk of erosion. Although the patient had not yet experienced erosion but was impending. The physician was able to remove the ipp before it eroded and replace it with a malleable device to ensure the patient heals without the pressure of the ipp eroding him forward. There were no additional patient complications reported.